Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclip xtw's were implanted successfully. The procedure was discontinued. The final mr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, during a follow-up transthoracic echocardiogram (tte) a single leaflet detachment (slda) occurred and the clip was no longer attached to the leaflet. The patient was referred for a mitral valve replacement.